Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low pacing lead impedance measurements less than 200 ohms. Additional information received from the field representative indicated that the cause was not determined. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.